Event description:
On-q pump infused entire amount of medication is 24hours; (B)(6) prolonged. Numbness of knee, calf and foot; (B)(6) pt referred to neurologist for consult. Dates of use: (B)(6) 2014. Diagnosis or reason for use: control for post - operation pain.